Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set below the chamber reservoir was damaged and leaked after spiking the chemotherapy medication. The following information was provided by the initial reporter: "IV set leaking after spiking chemo meds. Area below chamber reservoir and where tubing attaches is giving us issues with leaks. Problem is we use this set for oncology medication."

Event description:
It was reported that the unspecified bd¿ infusion set below the chamber reservoir was damaged and leaked after spiking the chemotherapy medication. The following information was provided by the initial reporter: "IV set leaking after spiking chemo meds. Area below chamber reservoir and where tubing attaches is giving us issues with leaks. Problem is we use this set for oncology medication."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of IV set leaking could not be verified due to the product not being returned for failure investigation. Possible material and lot provided from the stock shelf. A device history record review for model 10013364t lot number 21069692 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21069692 regarding item #10013364t. H3 other text : see h.10.